Event description:
It was reported that noise leading to oversensing and temporary loss of pacing was observed on the device in a pacemaker dependent patient. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.